Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG b to the distribution node (dn) was found to have an electrical short between the shielding and wires. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the internal short. The pt received a replacement electrode belt.

Event description:
A pt svc rep (psr) contacted zoll customer support while with a (B)(6) female pt to report that the pt is receiving constant check/adjust belt messages. The psr was unable to troubleshoot the problem. The pt was issued a replacement electrode belt.